Manufacturer narrative:
Concomitant medical devices: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for cardiac arrest. The right ventricular (rv) lead had oversensing on the current electrocardiogram. The lead remains in use. No further patient complications have been reported as a result of this event.